Event description:
Pt had mediport inserted into left subclavian for chemotherapy for ca stomach with mets on 3/11/92. Pt was readmitted on 8/9/93 for removal of nonfunctioning mediport and insertion of new mediport. A chest x-ray taken prior to surgery showed the left mediport catheter to be severed at the subclavian level. An echo and cat scan failed to locate the distal portion of the mediport. On 8/10/93 at 1615 the pt was taken to the or for removal of the old access (the portion that remained) and insertion of new mediportdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.